Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Lens received loose in an unknown pouch. Solution is dried on the iol. One haptic is broken/torn and is returned, there are dark marks on the other haptic. The optic is scratched/marked-rejectable. Cartridge was not returned. We are unable to determine the root cause for the reported complaint "when inserting lens in cartridge found lens trailing haptic was torn". The iol was subject to handling. The iol was returned with solution dried on it. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery with intraocular lens (iol) implant procedure, the surgeon found the lens trailing haptic was torn while inserting the lens into the company cartridge. The surgeon decided not to proceed with implantation of the defective lens and did not inject it into the patient's eye. The procedure was completed the same day using a backup lens. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).